Event description:
Ortho drill bit separated into two pieces during surgical procedure to right femur. Separation of bit was at juncture of shaft and machined cutting surface. Physician reports no excessive pressure was placed on drill bit. Machined cutting surface remains in pt femur.